Manufacturer narrative:
Additional information h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was having air in the lines and medication taking longer or running faster than anticipated to deliver dose. This occurred during chemotherapy in the outpatient cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.